Event description:
Related manufacturer report number 3006705815-2022-00437. It was reported that the high impedance issue was observed on the leads. Upon x-ray migration was observed on one lead from position t12 to t8. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available at this time. It us unknown which lead migrated therefore both leads are being reported.

Manufacturer narrative:
Date of the event is estimated.

Event description:
New information received states that the surgery took place on february 8, 2022 wherein one lead was explanted. It is unknown which lead was explanted therefore both leads are being reported. Patient was stable.

Manufacturer narrative:
Correction: e1 based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.